Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the vital t20 final driver was stripped in the surgeon's case. There are no reports of adverse patient impact or delay of surgery. This is one report of one.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and correct initially reported items. D10 was entered in error. The complaint is confirmed for one (1) of one (1) returned t20 final driver vitality (pn: 07.02063.001) for the failure of being worn/damaged. The severity of this event is 0 (rmr-00083). Medical records were not provided for review. Product evaluation: product number and lot number are confirmed to match information in the complaint file. The tip of the instrument has been twisted and appears worn, which confirms the complaint that threads were stripped. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screw driver was being used or handled at the time of the damage. Complaint history: there were zero (0) other complaints for similar events (damage/wear and tear) related to the same part number or any associated lot numbers in the 12 months leading up to the notification date through to the present. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the vital t20 final driver was stripped in the surgeon's case. There are no reports of adverse patient impact or delay of surgery.